Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the meniscus technique, (B)(4) the surgeon lost the thread again and the product was replaced by another of the same code. Then, the surgery was completed. To sum up: (B)(4). The following additional information was received via e-mail from the affiliate on 11-20-2015: the needle was unwound correctly from the packaging prior to the removal of the needle. The needle was loaded in the correct orientation. The triggers of the deployment gun were pulled in the correct order. The red trigger moved when depressed and a click was not heard the first time. When the red trigger was pulled again then the click was heard. They did not penetrate beyond the last laser marking line. They deployed the second implant in a new location really close to the previous one. The procedure was delayed/extended more than 30 mins. See associated medwatch report numbers 1221934-2015-10080, 1221934-2015-10081, and 1221934-2015-10084.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the device was returned with a 0 degree needle attached to the distal tip. The main pusher rod was stuck in a deployed state in the needle due to the surrounding tissue debris. The needle was very difficult to remove but once removed it was revealed that the main pusher rod was bent upwards which is typical of aggressively removing the needle following use, preventing deployment of the 2nd implant. It was determined that this bending occurred following the procedure thus concluding that this device was used to complete the procedure successfully as mentioned in the complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two other dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Additional narrative: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two other dissimilar complaints for this lot of devices that were released to distribution. Photos of the complaint device applier with a zero degree needle attached were supplied to mitek complaints. A review of the photos did not reveal an anomaly with the applier. The distal tip of the applier is covered by the attached needle, so it could not be determined if the main pusher rod of the applier was bent. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the pusher rod was bent (this happens by aggressively removing the needle) preventing deployment of the 2nd implant. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).